Manufacturer narrative:
An event regarding revision due to infection involving an unknown scorpio femur was reported. The event was not confirmed. The reported device was not returned for evaluation. No patient medical records were provided for review. Device history review not performed as no device lot ID was provided. The exact cause of the event could not be determined due to minimal information provided, additional information is needed.

Event description:
Revision of scorpio femur due to infection.

Event description:
Revision of scorpio femur.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown scorpio femur #7. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.